Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father sent an e-mail about the last sensor he applied to his child. The customer did not provide their blood glucose value at the time of the incident. Father stated after he applied the sensor, he performed connect new sensor and started to warm up. After 1 hour, he checked the isig and it was 0,18 na. The father mentioned that he had same problem before. That¿s why he removed the sensor and saw that sensor cannula was too short. The father sent photos of the sensor. The sensor was replaced.